Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged/detached downstream occlusion (dso) seal. Functional testing was unable to duplicate an unknown issue. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there is a non-conform after on-site preventive maintenance. The device evaluation revealed a detached downstream occlusion seal issue. There was no patient involvement.